Event description:
It was reported the patient underwent an ipg pocket revision on (B)(6) 2022. The ipg was touching the patient's rib cage, so the physician moved the ipg lower to address the issue.

Manufacturer narrative:
Date of event is estimated. Patient weight is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.